Event description:
It was reported the camera head had an image quality issue . There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found an image defect, flooding of image capture, corrosion of electrical contacts, and connector cracks. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image defect was caused by cable failure. However, a definitive root cause / could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.